Event description:
It was reported that an infusion set supply change using an inset was attempted and the infusion site deployed incorrectly, failing to adhere completely; the ilet user then completed a successful supply change with a new inset, and no alerts or alarms occurred. There were no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included troubleshooting and education conducted by customer support. Investigation of this case revealed an incorrectly deployed infusion set, with the affected lot documented as 6011935. It was concluded, based on previously established findings for similar reports, that user technique was the most likely cause.